Event description:
On (B)(6) 2022, the catheter was placed in left lower arm without issue to administer antibiotics. On (B)(6) 2022, the patient complained of pain at the catheter site. "Clinician concerned catheter went interstitial so decided to remove. When removing device in the outpatient clinic the clinician noticed catheter looked shorter than they thought it should be and confirmed with colleague that approx. 3.5 cm of catheter must have broken off in patient." On (B)(6) 2022 an x-ray confirmed catheter in patient and vascular and plastics were consulted. On (B)(6) 2022, "surgery performed" using a snare to attempt retrieval but was unsuccessful. On (B)(6) 2022, a second x-ray shows "catheter still in vein in approx. Same place but is broken into 3 separate pieces". At the time of this report, the patient's pain and swelling were going down. Vascular and plastics were to make plan for removing the 3 pieces of catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received 18-jan-2023: "currently, the patient continues to receive IV therapy using a piv instead and we have been avoiding using the l arm until he has been seen and follow by vascular services." It was reported that the actual device is not available for return; however, the customer provided two x-ray images for analysis. Analysis of these images revealed the catheter inside the patient's lower arm. The catheter body was confirmed to be separated. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of a separated catheter was confirmed through analysis of the customer supplied x-ray images. Visual analysis of the photos revealed a separated catheter in the patient's lower arm. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
On (B)(6) 2022, the catheter was placed in left lower arm without issue to administer antibiotics. On (B)(6) 2022, the patient complained of pain at the catheter site. "Clinician concerned catheter went interstitial so decided to remove. When removing device in the outpatient clinic the clinician noticed catheter looked shorter than they thought it should be and confirmed with colleague that approx. 3.5 cm of catheter must have broken off in patient." On (B)(6) 2022 an x-ray confirmed catheter in patient and vascular and plastics were consulted. On (B)(6) 2022, "surgery performed" using a snare to attempt retrieval but was unsuccessful. On (B)(6) 2022, a second x-ray shows "catheter still in vein in approx. Same place but is broken into 3 separate pieces". At the time of this report, the patient's pain and swelling were going down. Vascular and plastics were to make plan for removing the 3 pieces of catheter.